Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. The customer low blood glucose level was 25 mg/dl. The customer reported there was no pump error and only low blood glucose alerts. Customer reported that the insulin pump was in auto mode, now she uses the pump in manual mode, customer had changed the set the day before. Customer reported that the self test and the displacement are passed. The device will not be returned for analysis.